Event description:
It was reported that the patient had blood glucose (bg) values that dropped to 21 mg/dl. The paramedics arrived to render treatment. For treatment, the patient was given unknown intravenous. The cannula was dislodged, while wearing the pod between 24 and 36 hours on the arm. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.